Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged small black particles in the mask (diffuser pad). There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Multiple attempts have been made by the manufacturer to request return of the device for investigation. No product was returned. The intended use of this device is to provide non-invasive ventilatory support to treat adult patients (>30 kg/66 lbs) with obstructive sleep apnea and respiratory insufficiency caused by central and/or mixed apneas and periodic breathing. This device may be used in the hospital or home. This device is not intended for life support. The short-term loss of therapy for this patient class does not pose a significant health or safety risk. There was no harm or injury. The manufacturer concludes no further action is necessary.